Event description:
It was reported that: the surgeon was performing a tracheostomy and was using an electrosurgical device. The pt was intubated and 100% oxygen was being delivered. The endotracheal tube and pt breathing circuit caught fire. It was reported that the pt arrested and shortly after expired. The police and coroner were called in to investigate.